Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. An m75 - volume error warning alarm occurred multiple times during dwell 3 of 5, prior to discovery of the fluid leak. The patient attempted to bypass the alarm by rebooting the cycler, but the alarm reoccurred. The patient stated they would perform an alternate form of treatment. The treatment was cancelled, and upon removing the cassette from the cycler, the patient observed fluid leaking out of the cassette door. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. Additional information was provided during follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the cause of the leak was unknown. It was confirmed that the patient completed treatment by performing a manual exchange. The pdrn verified the patient was trained on performing manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was discarded and the lot number for the disposable device could not be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi set bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.